Event description:
Caller reported false negative troponin (tni) on the triage cardio profiler versus a lab analyzer, dade dimension. A (B)(6) pt arrived at the hospital with complaints of pain on the side. An EKG was also performed and the pt's final diagnosis was non-st-elevation myocardial infarction (nstemi).

Manufacturer narrative:
Patient samples were not returned for investigation. Product support tested profiler lot #w48418 with positive controls, calibrators g and h and two normal whole blood donors for troponin recovery. No false negative results or error codes were observed. All data points with calibrator h were within the manufacturing 2sd range with a percent recovery of (B)(4), which was also within the manufacturing final release specifications. All data points with calibrator g were above 0.40 ng/ml and no false negative results were observed. Product support did not observe customer's complaint of false negative tni during retained testing with either of the positive control samples. Product support could not rule out any sample specific or environmental factors that may have affected analyte recovery. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.